Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the afternoon of the 26th, when the catheter was placed, bleeding and fluid leakage occurred at the puncture site. Fluid leakage persisted for the next two days. The catheter was finally removed on the 29th, revealing a pinhole 2 cm from the catheter tip. The instructor questioned the catheter's quality and performed a pull test, finding the catheter to be brittle and prone to tearing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed the device held in hand by a clinician. The clinician was stretching the catheter tubing until it broke. The catheter did not appear to be brittle from the video. No indication of a leak site was observed in the video. No obvious use residue was observed on the catheter. Inspection of the returned video was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.